Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced pre-syncopal episodes associated with a heart rate in the 40 beats per minute (bpm) range post placement of an inferior vena cava (ivc) filter. Prior lead diagnostic checks were unremarkable. The patient was placed on holter monitoring and the results were significant for pauses in pacing for a duration of 3-3.4 seconds. The patient was pacemaker dependent and was quite symptomatic. The patient was presented back to the electrophysiology lab for an invasive revision. The device was electively explanted and replaced. The lead was surgically capped and abandoned. A new lead was successfully implanted. It was reported that the physician suspected a lead insulation issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.